Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a loss of ECG signals. In a 3d procedure, a catheter is circulated, the doctor advanced it, and when connecting the catheter to the iup, loss of ECG signals and noise in the polygraph was evident. Error 100 is evidenced and the smartablate is turned off, the error persisted. The extension was changed, which did not solve said error. Therefore, the catheter was changed, which resolved the issue, it should be clarified that the patient's life was not in danger at any time. There were no patient status/ outcome / consequences. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The signal loss observed was on ic, bs, or all ECG (bs + ic) channels. The signal loss observed was on carto® and the recording system. During the signal loss issue, the affected catheter was inside the patient¿s body. It was confirmed that the signal loss was confirmed in all ECG channels. Eeprom data error is not MDR-reportable. Signal loss on both bs and ic channels is MDR-reportable.

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30764307l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).